Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to pump unable to prime. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, physical damage of insulin pump. It was reported that battery and reservoir compartment was damaged. It was also reported that insulin pump received a low battery alert. Customer does not know how damage occurred. Customer's blood glucose was between 360 mg/dl and 390 mg/dl. Customer was advised that insulin pump would need to be replaced.